Event description:
On (B)(6) 2024, this patient underwent emergent endovascular treatment of a right superficial femoral artery aneurysm using gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device). The vsx device was approaching from left side and was advanced along a vassallo guidewire. Reportedly, the vsx device got stuck and was unable to advance just after beyond the terminal aorta. Upon removing the device, the catheter shaft broken around the trailing end of stent graft was confirmed. The procedure was continued using another device. The patient tolerated the procedure. The physician reported that the guiding sheath was not used in this emergency case and might have broken during delivery near the terminal aorta.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Emdr section h6, codes b01, c19, d15, d1102 updated to reflect results of investigation. Product evaluation summary: the reported failure mode of ¿failure to advance¿ is consistent with the findings of broken distal shaft and partially deployment of the outer zipper. The root cause of the reported failure mode could not be established with the available information. Engineering evaluation of the device could not determine the root cause of the reported failure mode. Replication of this failure mode is not always possible because of differences between conditions seen in vivo (i.e., patient anatomy, procedural conditions) and those seen in the laboratory. The engineering evaluation report details observations made directly on the returned device in addition to device photos captured during evaluation. IFU statements: the viabahn device IFU was reviewed with respect to the complaint detail for the applicable region and time period. The following statements were identified in relation to the complaint. [Equipment required in using this device] 3. Introducer sheath of appropriate size.